Event description:
Information was received indicating that a patient was experiencing intense dyskinesia. Per reporter the patient was "fiddling with the" smiths medical cadd-legacy duodopa ambulatory infusion pump so it was possible that several extra doses were being administered daily. It was reported that the lock level for the extra dose was set to one (1), but that it may have been confused with the lock level for the morning dose. Per reporter, the pump had also alarmed with the message "notice review" displayed. It was reported that a new pump would be sent to the patient. No additional adverse effects were reported.